Event description:
Reporter calling, stating his freestyle libre 2 gave an incorrect blood sugar reading. Reporter states that his libre 2 phone app was displaying a blood glucose reading of "95" however the reporter states he was feeling slightly nauseated, which he states is a symptom he typically gets whenever his blood sugar is low. Reporter states he performed a finger stick and the result of the finger stick showed an actual blood glucose level of "59". Reporter states this is not the first time his libre 2 has provided high readings when his blood sugar was actually low. Reporter states that although he is okay, he is concerned for the health and welfare of other users of this device who may not be as fortunate. Reporter states he has contacted abbott and is currently waiting for them to return his call. Reference reports: mw5145663, mw5145664.